Event description:
During use of the roadrunner the firm hydrophilic wire guide, the sheath started peeling off. A portion of the sheath dislodged inside the pt and passed into the urethra. The physician had to retrieve the portion by advancing the portions into the bladder (unknown methods) and successfully removed (unknown method). A new guidewire was opened and the procedure was completed.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This product group is inspected 100% for bends, kinks and other surface imperfections, visually inspected for proper bonding of jacket material to main shaft, and verified that sufficient coating has been applied to the wire guide surface prior to transport. Without the complaint device we cannot make a conclusive root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Nothing in the event description points to a possible cause or contributed factors. We will continue to monitor for similar complaints. No action is necessary at this time as the rpn remains the same and there is insufficient risk per quality engineering risk assessment (qera). Additional info from the user facility report: (B)(6).